Event description:
It was reported this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitoring (sam) episode which revealed a high, out-of-range pacing impedances measuring 2,196 ohms. It was noted that impedances have been measuring greater than 1,800 ohms over the last year. Technical services reviewed and there is no evidence of noise. Technical services recommended to continue to monitor and provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.